Event description:
It was reported that the patient had somewhat of a tremor and it was more noticeable on his left side than his right. It was added that the patient was at a cancer treatment center and the reporter was not his managing physician. The reporter did not know how long it had been since the patient saw his managing physician. The patient¿s implantable neurostimulators (ins) were later returned with no detailed information. The patient outcome and exact reason for explant was unknown, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 3387-40, lot# j0214073v, implanted: (B)(6) 2002, product type: lead; product ID 7495lz40, serial# (B)(4), implanted: (B)(6) 2002, product type: extension; product ID 3387-40, lot# j0205059v, implanted: (B)(6) 2002, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 7495lz40, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the ins was explanted due to end of service (eos). There was no troubleshooting to do since the battery was at end of service. The ins was replaced. The cause of the event was the patient required high voltage, greater than 4.0 volts. This was not device related. The patient had recovered without permanent impairment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the neurostimulators, serial #(B)(4), found the batteries at normal end of life with no telemetry or output. There were no significant anomalies.